Event description:
It was reported that a user of the ilet experienced hyperglycemia after an infusion site change, with blood glucose rising to 290 mg/dl, fluctuating through the morning, decreasing slowly, and then increasing again after breakfast; the user announced meals and checked ketones, noted a small presence, and increased fluids, and customer care initiated troubleshooting and education with plans for field follow-up. Symptoms included fatigue, weakness, and headache. Outcomes included transient physiological effects without medical intervention or hospitalization. Investigation included complaint handling, user interview, and technical support review. Investigation of this case revealed no device alarms and insufficient evidence to identify a definitive device malfunction or user error. It was concluded that the cause of the hyperglycemia was not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.